Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: discovered during retrieval that the filter legs and hook had penetrated outside the vena cava. The filter may need to be surgically removed, but the removal is not scheduled and no additional information could be obtained. No product was returned for investigation and based on the limited information provided the exact reason for the filter to perforate the vena cava after an unknown dwell time cannot be determined. According to the instructions for use: vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). There are adequate controls in place to ensure that the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar to device marketed under PMA/510(k): k171712. Investigation is still in progress.

Event description:
According to initial reporter: as the dr. Went into retrieve the filter the filter has migrated and is now protruding though the cava. The legs and the hook. Patient outcome: the patient did require additional procedures due to this occurrence, as it may need to be surgically removed.